Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device and leads were explanted due to a device infection. The patient is stable. Related manufacturer reference number: 2017865-2021-11013, 2017865-2021-11014.